Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed (B)(4) need assistance on how to flash pump module. Lester to allowed me to remote in so I can verify his asm software settings on his laptop. I found out that the flash package .xml is not uploaded on the firmware files. I ask him to locate the cd of point of care software v9.33 , lester does not have a copy of the cd nor a copy to his desktop. I walk him through how to do it and lester told me to ask his co-worker for the cd. He will be able to do it now that I showed him how to do it. He was very much thankful for me taking the time how to do it.